Event description:
Medtronic received information that prior to use of this 31mm mitral bioprosthetic valve, it was reported that the valve was defect ive/mis-shaped. The valve was never implanted and there was no patient involved. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve appears slightly discolored showing evidence of blood contact. The valve was returned with the valve holder attached. The left right and right non-coronary stent posts were fully deflected with the tops in contact with each other. Two broken sutures were identified. The rotor appears intact. The valve holder remains intact. No evidence of damage on the valve holder and/or rotor. Both suture tips are jagged not smooth, indicating they were broken rather than cut. The break surface of each tip appears consistent with historical events that indicate the valve holder was over-ratcheted. With the top of the left right and right non-coronary stent posts in complete contact with one another, this is indicative of fully over-ratcheting. Necking or reduction in diameter is noted adjacent to the break. The third suture tip remains intact to the valve holder and stent. At this point, the third suture that remained intact was cut to remove the valve holder. Per the event, visible inspection shows no distortion or ¿mis-shape¿ to the valve. The rotor was removed from the valve holder; intact. The sutures appeared curled showing evidence the sutures were wound around the rotor. The tips of the sutures that remain attached to the rotor show the same jagged break surface. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h6: fdm, fdr & fdc codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.